Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va17hrv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall a couple of months after implant, but they still felt stimulation, so they did not think anything of it. It was also reported that when the healthcare provider checked their device, they discovered ¿severalleads had blown¿ and they assumed it could have been from the fall. Their ins was replaced shortly after. There were no patient complications reported as a result of this event.